Event description:
It was reported that during implant of this right atrial (ra) lead, the helix could not be extended until it was rotated for several times. Reportedly, the impedance measurements were abnormal upon testing. The helix then could not be retracted and the lead could not be removed, therefore, the physician decided to surgically abandon the lead and another lead was implanted to complete the procedure. No additional adverse patient effects.